Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26156. It was reported the pt was experienced a change in stimulation due to lead migration. The pt underwent revision surgery on (B)(6) 2012 where the entire scs system was replaced.